Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they were hospitalized due to high blood glucose on (B)(4) 2020 with blood glucose of 18 mmol/l. The customer was treated with intravenous insulin. Customer was in emergency room. Customer stated that insulin pump had insulin flow blocked alarm. Customer stated that they had tried all remedies. Customer was declined troubleshoot for high blood glucose. It was unknown if the customer was using auto mode or not. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. No unexpected insulin flow blocked alarm noted. Device received with pillowing keypad overlay. (B)(4).